Manufacturer narrative:
Conclusion: the cine files were received but were unable to be accessed by medtronic personnel for review. Attempts to obtain new copies of the cine files were unsuccessful. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the severe paravalvular leak most likely was due to sub-optimal positioning, as it was reported that the valve was implanted too high. It cannot be determined from the available information whether the valve was placed higher than intended or if it was only determined during intervention that the valve was too high. A root cause of the high implant depth could not be determined from the information available. Inaccurate delivery is often influenced by patient anatomy and user technique as well as other pre-existing patient conditions.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the implantation depth was too high, causing the valve to migrate into the ascending aorta. Severe paravalvular leak (pvl) and poor hemodynamics were noted; catecholamines were administered. A second transcatheter bioprosthetic valve was implanted in the correct position valve-in-valve (approximately 4-6mm below the native annulus), resolving the pvl and improving hemodynamics.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.